Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 625639) inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 18-nov-2020: a new reporter type (lawyer) and the lot number of essure has been provided and the date of essure insertion has been updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure (batch no. 625639) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced metrorrhagia ("bleeding (also between periods)"). On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and experienced anaesthesia ("loss of sensation in finger/legs"), rash ("rash on face"), abdominal pain ("abdominal cramping, since the day of placement"), abdominal distension ("distended abdomen (bloated) since the day of placement"), immune system disorder ("worsening immune system"), coccydynia ("painful tailbone/coccyx"), endometriosis ("endometriosis") and genital haemorrhage ("bleeding lasted 5 consecutive weeks"). The patient was hospitalized from (B)(6) 2020 to (B)(6) 2020. The patient was treated with surgery (endometriosis at the site where essure was located has been removed as far as possible and surgery to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and endometriosis had resolved with sequelae and the metrorrhagia, anaesthesia, rash, abdominal pain, abdominal distension, immune system disorder, coccydynia and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, anaesthesia, coccydynia, endometriosis, genital haemorrhage, immune system disorder, medical device removal, metrorrhagia and rash to be related to essure. Most recent follow-up information incorporated above includes: on 30-nov-2020: some new adverse events were provided: bleeding (also between periods), loss of sensation in finger/legs, rash on face, abdominal cramping (since the day of placement), distended abdomen bloated (since the day of placement), worsening immune system, painful tailbone/coccyx. The indication and the date of essure removal were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal cramping, since the day of placement') in a female patient who had essure (batch no. 625639-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced metrorrhagia ("bleeding (also between periods)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), anaesthesia ("loss of sensation in finger/legs"), rash ("rash on face"), abdominal distension ("distended abdomen (bloated) since the day of placement"), immune system disorder ("worsening immune system"), coccydynia ("painful tailbone/coccyx"), endometriosis ("endometriosis") and genital haemorrhage ("bleeding lasted 5 consecutive weeks"). The patient was treated with surgery (endometriosis at the site where essure was located has been removed as far as possible and surgery to remove essure). At the time of the report, the abdominal pain, metrorrhagia, anaesthesia, rash, abdominal distension, immune system disorder, coccydynia and genital haemorrhage outcome was unknown and the endometriosis had resolved with sequelae. The reporter considered abdominal distension, abdominal pain, anaesthesia, coccydynia, endometriosis, genital haemorrhage, immune system disorder, metrorrhagia and rash to be related to essure. Lot number: 625639 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. After internal review, the event '"foreign body material has been removed" was deleted and added as treatment of the event abdominal pain (event upgraded to serious incident). We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.